Event description:
It was reported that anchor model # 3550-39 was implanted and explanted on (B)(6) 2012. Positioning difficulty was noted. The physician felt resistance when passing the titan anchor over electrodes of lead. It also made a "clicking sound" as it passed each electrode. He attempted to use the other titan provided in the same package and had no resistance or clicking. Neither anchor was used. They opened another box and both were placed successfully. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product ID 37754, serial# (B)(4), product ID 37744, serial# (B)(4), product ID 3550-39, lot# n313683, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product ID 3550-39, lot# n313683, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product ID 3550-39, lot# n316214, implanted: (B)(6) 2012. (B)(4). Final analysis of anchor model # 3550-39 lot# n313683 showed no anomaly found. Returned titan anchor was able to pass over electrode area of a known good lead. Any noise heard while passing anchor over electrode is caused by the metal titan insert rubbing against the metal electrodes, no impact on the functionality of either the lead or the anchor.